Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. A family member reported that one day about 50 units of insulin was pushed out during the load cartridge step. She stated that she primed the pump and the pt continued to wear it without incident. The next day the pump emitted loss of prime warnings. The family member replaced the cartridge and the pump again pushed insulin out during the load step. She re-primed the pump and it immediately emitted a loss of prime warning. The pt was unable to use the pump. She stated that the pt was always disconnected when she primed the pump.